Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with an excess amount of low flow alarms overnight with no overt symptoms. The log file captured low flow events on (B)(6) 2025. There did not appear to be any type of external equipment causing the events. The patient had been on continuous infusion of lasix for diuresis due to elevated jugular vein distention (jvd). When the alarms started, the lasix was held. The patient's mean arterial pressure (map) was 60-70s, temperature 96.7 - 98 degrees fahrenheit, pulse 73-83, respiratory rate 16-27, peripheral oxygen saturation of 93%-100%, and arterial line blood pressure (81-100)/ (52-66). The complete blood count (cbc) was stable and consistent with prior values. Electrolytes were replaced as needed (prn) but also remain in same range. Brain natriuretic peptide (bnp) was elevated from baseline corresponding with volume assessments by physicians. On (B)(6) 2025, the patient was transitioning to comfort care and made do not resuscitate. The patient passed away due to cardiopulmonary arrest. The death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed thrombus within the inflow knitted graft and inlet elbow, which could have contributed to the low flow alarms confirmed in the submitted log file. A specific cause for the thrombus finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2025. Low flow hazard events were captured throughout the file. No other notable events were captured. The pump appeared to function as intended and operated at or above the lsl for the duration of the file. (B)(6) was returned assembled with the driveline intact. A previous driveline repair was observed approximately 18¿ - 22" from the pump housing, consistent with the distal-end driveline replacement reported under (B)(6). The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the outflow graft bend relief hardware. Upon disassembly of the returned pump, examination of the interior of the inflow knitted graft revealed a non-laminated pink deposition that occluded the blood flow pathway. A majority of the textured, blood contacting surface of the inlet elbow was occluded with a similar deposition. The lack of laminated layering suggests that the deposition did not form in the inflow knitted graft or the inlet elbow. Although the origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the deposition had evidence of denaturation, which suggests that the deposition was present in the knitted graft and inlet elbow for an extended amount of time while the device was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The pump was cleaned and reassembled. Incidental findings: visual inspection of the driveline revealed breaches in the insulations of the yellow wire approximately 7.0¿ from the pump housing and the red wire approximately 13¿ from the pump housing. The relevant sections of the device history records for (B)(6) and driveline serial numbers (B)(6) and (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1, ¿introduction¿, lists potential adverse events, including device thrombosis and death, that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 1 and section 6 of this document outline indications of pump thrombosis as well as how to respond to such events. Section 6 also lists thromboembolism as a potential late postimplant complication and provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.